Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the system revision due to infection. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: description of the event; h6: patient codes; h2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the system revision due to infection. There were no additional adverse patient effects reported. The ICD was explanted. Additional information indicated that the allergic reaction was ruled out by the local hospital and the boston scientific technical services (ts) sent the materials list to the field representative. No additional adverse patient effects were reported. The ICD was explanted.